Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by st elevation myocardial infarction. During the index procedure, two resolute onyx des were implanted in the lad. Approximately 10 days post index procedure, the patient suffered a subacute stroke. The event was treated medically. The investigator assessed that the event is not related to index device or antiplatelet medication. The patient is recovering.

Manufacturer narrative:
Cec adjudicated the event as 'stroke, ischemic'. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Safety assessed that the event is not related to index device or antiplatelets medication. If information is provided in the future, a supplemental report will be issued.